Event description:
Information was received from a healthcare professional (hcp) and manufacturer's representative (rep) regarding a patient receiving bupivacaine, baclofen, and morphine (unknown doses and concentrations) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was in for a refill that today and noted a motor stall had occurred. The patient did not come back to the office post-scan for a status check. The patient was asymptomatic, with no audible alarm and no volume discrepancy at the refill that day. The pump started alarming after interrogation that day. The rep mentioned that they checked the pump status multiple times, but the patient had to leave the clinic for another appointment and would come back to the clinic post-appointment. Telemetry state condition and re-interrogation of the pump were discussed. Calling back if no recovery was discussed. It was noted that the motor stall occurred after a magnetic resonance imaging (MRI) scan. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2023-04-20 indicated the patient's weight was unknown. The pump was interrogated after a third time and it was out of a pump stall. It was noted the "event was resolved and further action requested".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.